Event description:
Reporter alleged that on (B)(6) 2012 blood was drawn for a lab test at 4:05 am. Reporter stated that at 4:41 am, they tested the patient on the inform meter with a result of 150 mg/dl. Reporter stated that the lab result was reported as 36 mg/dl at 4:47 am and the patient was treated with 2 glucose tabs at 5 am. Reporter alleged that on (B)(6) 2012, a patient received the results of 32 mg/dl and 81mg/dl on the inform system compared back to back within 10 minutes. Reporter stated that the patient was given 1 amp of d50 about 30 minutes after the results. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.